Manufacturer narrative:
Section dreferences the main component of the device system; the other relevant components include: product ID 8709sc lot# serial#(B)(4) implanted: (B)(6) 2010 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for intractable spasticity and post-spinal cord injury. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 927 mcg/day. It was reported the patient had routine pump replacement surgery per normal early replacement indicator (eri) on (B)(6) 2017. The patient reported no issues on the day of the surgery. Intra-operation, the medical doctor (md) noticed fluid in the pocket. The md also noted that the existing sutureless connector appeared to be loose when re-connecting it to the new pump during surgery. The md noted that the existing sutureless connector appeared to be leaking. There were no known environmental/external/patient factors that might have led or contributed to the issue. The existing sutureless connector was removed, and a new sutureless connector was attached to the existing catheter. The connection was again checked, tugged, and twisted to test the connection. The md noted that the new connection felt more secure than with the previous connector. The md noted the added tactile feedback from the new sutureless connector. The connection was observed for further leaks intra-operation on (B)(6) 2017. The issue was resolved at the time of the report. No patient symptoms were reported.

Manufacturer narrative:
Intervention required no longer applies. Serious injury no longer applies; event is reportable for malfunction only. (B)(4).

Event description:
Additional information received from a manufacturer representative on (B)(6) 2017 reported the catheter length was decreased by .7 centimeters for the new pump as compared to the old pump. The hcp changed out the sutureless connector when the pump was replaced. The daily dose on the new pump was programmed to the same rate as the old pump; the doctor did not adjust the dose. The pump was primed on back table for .3 ml over 19 minutes. Two cc¿s were aspirated from the catheter. The catheter was then primed (.194 ml) after the drapes were removed. Additional information received from an hcp on (B)(6) 2017 reported they accessed the patient¿s record and provided information from the chart. There did not seem to be any leaking prior to the replacement of the pump. It was noted that there was some clear fluid upon entering the capsule containing the pump, but there was no obvious problem or drips associated with the catheter. No testing of the fluid observed was performed. The connector was loose when it was attempted to be connected to the new pump, and a new connector was used. Following replacement of the connector, the connection to the new pump was secure and no leakage was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.